Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device has not been received by the manufacturer for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find another report with the involved product code/lot# combination. See MDR 9681834-2016-00286. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage in the tr band device. Follow up communication with the user facility confirmed the following information: fifteen (15) minutes after the tr band was applied to the patient the nurse found the patient's wound bleeding; the tr band balloon was deflated; the tr band was replaced with a new device; no further issues were reported; the amount of blood loss is unknown; and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection did not reveal any obvious anomalies in its appearance. The tr band was leak-tested by being injected with 18ml of air and submerged in water. A leak was found at the air injection port. When the air injection port was plugged no air leak was observed. The one-way valve was disassembled for further inspection. A transparent fiber-like foreign substance was found. Qualitative analysis by ft-ir found that the fiber-like foreign substance had a peak which was very similar to that of nylon which is what the adjustable fastener of this product is made of nylon. There is no indication that this event was related to a device defect or malfunction. Although an exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual tr band sample became deteriorated in its air-tightness performance due to a fiber-like foreign substance adhering to the air-tightening part, generating a space which resulted in the reported air leak. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.